Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "high"; although specific value was not provided; due to continuous glucose monitor (cgm) values not populating on pump. No additional patient or event information was available. The customer continued to use the pump for insulin therapy.